Event description:
Patient was revised to address trochanteric bursa collection. It was also reported that corrosion was found on the neck of the femoral stem.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.